Event description:
It was reported that during follow up inappropriate shocks were observed due to t-wave oversensing. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.